Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested. (B)(4).

Event description:
A surgeon reported several cases of "sands of sahara" (sos) syndrome during last month, after lasik surgery. Two different systems were present at this hospital. It was unknown what was the system used in these patients. Add'l info has been requested with no response to date. This is one of two medical device reports associated being filed for this event. This report is for the excimer laser system.